Manufacturer narrative:
Unit received no button response due to corroded keypad traces. No button error alarm. Unable to perform operating currents due to no button response. Unit received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, cracked case at reservoir tube window corner, and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and battery out limit. Customer's blood glucose level was 246 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.